Event description:
The complainant reported that during a pulmonary embolization procedure, the physician requested that his staff retrieve a specific catheter; however, the catheter was not available and the suspect catheter was used instead. One embolization coil was deployed through the catheter. An attempt to deploy a 2nd coil failed when the coil became "stuck" in the catheter. When an amplatz wire was used to push the coil through the catheter, the tip of the catheter broke off in the pt. A snare was used to retrieve the catheter tip and the procedure was successfully completed with no harm or injury to the pt. The physician had not realized that the catheter had side holes and stated that he would not have used it if he had known. Note: the physician was using the device off-label.

Manufacturer narrative:
The proximal end of the suspect catheter was returned for evaluation; the detached distal tip was not returned. The catheter was visually examined under magnification. The tip had detached from the proximal catheter body with no evidence of stretching or tearing; the break was "clean", i.e., there were no remnants of the distal tip remaining on the proximal catheter body tip. The device history record was reviewed and no related exceptions were noted. There have also been no complaints reported for tip detachment for the suspect device's lot number. While the root cause could not be determined, the failure was likely caused by off-label use. The catheter is intended to be used for delivering radiopaque media to selected sites in the vascular system in conjunction with routine diagnostic procedures. Evaluation codes: method: device history review.